Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during umbilical hernia correction, the patient had a burn in the torso and chest with the use of the equipment. They treated the burn.